Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic system exhibited an issue with viscous fluid control (vfc) injection. Details of the procedure and the potential impact on the patient have not been provided. Additional information was requested, but none has been received at the time of this report.